Event description:
It was reported to medtronic minimed that the customer alleged loss of communication between the transmitter and the pump. Customer reported the transmitter battery depleted warning alert. Customer also called with questions or concerns with charging the transmitter. The customer reported no adverse event. The event involved the product unk_transmitter. Troubleshooting was performed for loss of communication between the transmitter and the pump and it was confirmed that transmitter serial number was programmed in pump and the reported communication issue was not resolved. Troubleshooting was performed for low battery transmitter alert and confirmed that the transmitter was fully charged before it was connected to the sensor. Troubleshooting was performed for transmitter charging issue and confirmed that there was no visible damage to transmitter, charger battery spring or connector pins. Customer had tried replacing the battery in the charger but led light did not blink. No harm requiring medical intervention was reported. No product return is required for unk_transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.